Event description:
It was reported that during the procedure, it was observed that the insulation layer of this the lead was deformed. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with a missing portion of the helix. Dried blood was noted in the helix housing past the neck region. No testing was performed. The extendable retractable fixation helix was broken off and was not returned. The distal side of the fractured helix was not returned as well. The stylet returned bent and inserted in the lead. Microscopic analysis of the returned portion of the helix indicated the abnormality of the mechanism to be consistent with torsional overload. Microscopic analysis of the fractured helix face shows twisting of the helix and ductile dimples on the fracture face. Characterization of the adjacent surface shows a rotational pattern that indicated the lead was torqued in the counterclockwise direction when the fracture occurred. The counterclockwise direction of the fracture indicates the lead was likely trying to be disconnected from the heart tissue when the fracture occurred. Laboratory analysis was able to confirm the reported allegation of removal difficulties and electrode end damage. The observed damage is not deemed to indicate a product defect or malfunction. The cause was attributed as unintended use error.

Event description:
It was reported that during the procedure, it was observed that the insulation layer of this the lead was deformed. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.